Event description:
User alleges that nurse had blood exposure to face as blood sprayed out the filter-pro device due to a broken or cracked filter-pro and/or due to the filter in the filter-pro unit not being complete. One event only.